Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that device diagnostic testing resulted in high impedance (>= 10,000 ohms). It was reported that the device was programmed off and the patient was referred for x-rays. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. X-rays were sent to manufacturer for review. Based on the x-rays images received, there is no gross lead fracture in the lead portion visible. Also, the portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of an additional micro-fracture in the lead also cannot be ruled out. The patient underwent generator and lead replacement surgery on (B)(6) 2013. It was reported that the explanting facility discarded the explanted devices and they will not be returned for analysis.